Manufacturer narrative:
The facility did not request service. Both handpiece's were sent out for third party repair. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported a handpiece was successfully primed prior to a contract procedure. During the procedure, the handpiece was placed in the patient's eye and when the footpedal was pressed a system message (sm) was displayed indicating handpiece failure. The handpiece was exchanged. The second handpiece was placed in the eye and the surgeon experienced a surge in infusion. The procedure was completed with the same handpiece, with no impact to the patient. The handpieces were both sent out for third party repair.